Event description:
It has been reported by the customer - pt rolled against rail, the rail gave way, pt rolled off on to carer who then lowered pt to the ground. Both pt and carer reported to have suffered bruising.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.